Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using benchmark 6f 071 delivery catheters (benchmarks). While preparing the first benchmark, the physician found that the benchmark was frayed upon removal from the packaging. Therefore, the benchmark was not used in the procedure. When the physician was trying to advance a new benchmark through the patient's body, the benchmark would not advance and was difficult to remove.

Event description:
The patient was undergoing a medical procedure using benchmark 6f 071 delivery catheters (benchmarks). While preparing the first benchmark, the physician found that the benchmark was frayed upon removal from the packaging. The damage to the first benchmark occurred prior to use and prior to the patient being on the table. Therefore, the benchmark was not used in the procedure. Then, during the procedure, while attempting to advance the new benchmark through the patient¿s body, the physician experienced resistance and was unable to advance the benchmark. Therefore, the physician removed the benchmark. The physician experienced resistance again while removing the benchmark. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device was initially available for return; however, additional information obtained confirmed that the device was discarded by the hospital. The report was therefore corrected accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.